Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section h3-other (81): the device was not returned for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor inserted the non-preloaded monofocal intraocular lens (iol) and when he was trying to put the lens in the center of the patient¿s right eye, it broke. Same thing happened to the second iol of the same model that was opened. It was confirmed that the lenses were not broken when they were opened and that the doctor indicated when he used them, they broke. In both cases, it is unknown which part of the lens (optic or haptics) was broken as the doctor did not specify. The two lenses were inserted and removed, but the order of insertion as to which lens/serial number inserted first and which second is unknown. A third johnson & johnson lens of 13.5 diopter was finally implanted in the patient¿s eye, but the model was not provided. No interventions required and no patient injury reported. The reporter thinks the patient was fine as the doctor did not mention any complications. Both lenses were discarded after the case. No further information was provided. This report pertains to the lens with sn (B)(6). A separate report will be submitted for the event with the other lens.